Event description:
A customer reported that a velocity calculation in a vascular calculation package could be mistinterpreted if the user is unaware that the velocity angle automatically resets to zero. The customer report indicated that an unnecessary surgical procedure could result from the misinterpretation.